Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain even when not menstruating") in a 33-year-old female patient who had essure (batch no. 816060) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t underwent any essure confirmation test". The patient's concurrent conditions included procedural pain. Concomitant products included intrauterine contraceptive device (iud nos) for irregular menstruation. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2017, the patient experienced pituitary enlargement ("hormonal changes describe: enlarged pituitary gland"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain, pain"), dysmenorrhoea ("abnormally severe menstrual pain, painful periods"), menorrhagia ("abnormally heavy menstrual bleeding."), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (underwent a total hysterectomy procedure in order to remove the essure). Essure was removed on 15-may-2016. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia, pituitary enlargement, migraine and headache outcome was unknown and the dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and pituitary enlargement to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. The number of expanded coils that appeared trailing into the uterine cavity of fallopian tubse was 5 and 3 respectively. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: negative . Concerning the injuries in the case, the following ones were described in patient's medical records: dysmenorrhea, dyspareunia, pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain even when not menstruating") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain"), dysmenorrhoea ("abnormally severe menstrual pain") and menorrhagia ("abnormally heavy menstrual bleeding."). The patient was treated with surgery (underwent a total hysterectomy procedure in order to remove the essure). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain even when not menstruating") in a 33-year-old female patient who had essure (batch no. 816060) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t underwent any essure confirmation test". The patient's concurrent conditions included procedural pain. Concomitant products included intrauterine contraceptive device (iud nos) for irregular menstruation. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2017, the patient experienced pituitary enlargement ("hormonal changes describe: enlarged pituitary gland"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain, pain"), dysmenorrhoea ("abnormally severe menstrual pain, painful periods"), menorrhagia ("abnormally heavy menstrual bleeding."), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (underwent a total hysterectomy procedure in order to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia, pituitary enlargement, migraine and headache outcome was unknown and the dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and pituitary enlargement to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. The number of expanded coils that appeared trailing into the uterine cavity of fallopian tubes was 5 and 3 respectively. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: negative. Concerning the injuries in the case, the following ones were described in patient's medical records: dysmenorrhea, dyspareunia, pelvic pain. Most recent follow-up information incorporated above includes: on 5-jul-2018: pfs received: new reporters, patient demographic information, product indication, insertion and removal dates updated, concomitant medication, new events pituitary enlargement, migraine, headache, dyspareunia and device monitoring procedure not performed added. Outcome for the events dyspareunia and dysmenorrhoea added as recovered / resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.